Event description:
Devices were returned by sales rep with a request for review. There was no indication of pt involvement. However, after a review of repair records, it was determined that the problem is a reportable event.